Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the patient had been showing as discharged on the pyxis server. A technical support specialist (tss) had worked with the user through a bomgar session and guided them to perform ¿undo discharge,¿ but it was not allowed because the reverse discharge timeframe had elapsed. Tss found the timeframe was set to 2 hours and advised changing it (0¿120 hours), but the patient had been discharged on (B)(6) 2025, which exceeded 120 hours. Tss advised the customer to contact the epic team to readmit the patient. The user acknowledged, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient was displayed as discharged status, despite being actively admitted. Additionally, the patient was not available on the pyxis station. This was reported as a high priority issue, as medications could not be retrieved for the patient. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. However, there were no adverse events or injuries reported based on this event.